Event description:
It was reported that a 71 yo female patient, initial right knee implanted on (B)(6) 2021, underwent a revision procedure on (B)(6) 2024, approximately 2 years 10 months post the initial procedure. The patient was revised due to femoral loosening and poly wear. The femur and liner were revised to a logic ps. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. Device images and x-rays were provided. No device returns for analysis available as the devices were disposed of by the hospital. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. D10: concomitants: (B)(6)- 02-010-03-0325 - logic cr femoral cem, right, sz 2.5. (B)(6) - 02-012-45-2525 - lgc tibial fit tray cem sz 2.5f / 5t. (B)(6)- 200-02-35 - three peg patella 35mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: g1 - contact email, g3, g6, h1/h2, and h6 - type of investigation, and investigation findings and conclusion. The following sections were corrected: h3, h6 - clinical, medical device problem, and component codes. The revision reported was likely the result of prosthesis wear of the tibial insert and femoral loosening, as stated in the experience report. However, the images of the revised tibial insert do not show signs of extensive wear inconsistent with being implanted for nearly 3 years. The aseptic (non-infected) femoral loosening was likely due to an insufficient bond between the femoral implant and the bone, and failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface. The cause of the prosthesis wear and loosening cannot be determined as there were no details regarding cementing technique or environmental conditions provided and the revised components were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.